Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and a software investigation was completed. The reported issue could not be replicated. The system restarted several times without issues during inspection. The software investigation could not determine root cause. The software investigation team investigated logs - logs showed power switching controllers had trouble powering up. Suspect hardware. Imaging system software was functioning as designed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed an message stating that there was an error initializing the collimator. This reportedly occurred 5-7 minutes after the image acquisition system (ias) was powered on. The user attempted to press 'm' to re-home the collimator but was unable to do so. The ias was then connected to the mobile view station (mvs) and the system was rebooted, also without resolution. The 'm' button was pressed again with no change. The 'm' button was pressed and held again, and the collimator homed and the issue was resolved. There was no patient present when this issue was identified.